Manufacturer narrative:
(B)(4).

Event description:
The staple of ta can't have normal formation during surgery. There was poor staple formation and the staple line needed to be cut out and restapled. Patient is now fine surgery time was extended by 30mins or more.